Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to coagulopathy and ventricular tachycardia storm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported coagulopathy, ventricular tachycardia storm, and patient outcome could not be conclusively established through this evaluation. The account is reportedly unable to provide further information regarding the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. In addition, this IFU warns that the heartmate 3 lvas is contraindicated for patients who cannot tolerate anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.